Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that when the left lead was inserted, it was more painful than the right; they have a bruise, pain, blood, and dried blood at the incision site. It was also reported that when laying down, the patient was uncomfortable due to the device on their back. They were taking medication to help them sleep through the night and were unable to get up in the morning when feeling like they had to urinate because they were sleepy, likely as a side effect from the medication. It was also reported that they were having spasms in their back and were very tense. The patient also reported that their urine stream had decreased, and they were having a harder time voiding completely; they perceived that they were retaining fluid/urine. Troubleshooting included switching from right to left and increasing stimulation to 6.1. It was reported that they could not increase past 6.1. The next day the patient reported that they had a painful bladder and could only go so high with stimulation. They changed to the right side and were still having spasms in their back. It was stated that they wanted the wires removed on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.